Event description:
The pt reportedly was unable to hear when using his sound processors. Programming was unsuccessful. The pt was seen by co rep for device eval. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's ci device has been scheduled.